Event description:
Unomedical reference number (B)(4). Event occurred in brazil.. On (B)(6) 2024, the patient faced insulin flow blocked issue, and they changed the infusion set which resolved the issue. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00606 - device 1 of 2.